Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. A review of the device history record was, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. The proximate cause of the customer report of failing rate accuracy test was determined by service to be due a calibration issue. The device was recalibrated for rate accuracy with passing results.the customer report of failing rate accuracy test was confirmed. There was no reported patient injury. This device is used for therapeutic purposes.

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. The customer report of failing rate accuracy test was confirmed during the service repair process. The proximate cause of the customer report of failing rate accuracy test was determined by service to be due a calibration issue. The device was recalibrated for rate accuracy with passing results.

Event description:
It was reported that the device failed rate accuracy.